Event description:
It was reported that the caller needed help adjusting the sensitivity. There were 35 episodes of noise and one episode of supraventricular tachycardia (svt) recorded since the last patient visit. It was also reported that there were small r-waves. The sensitivity was adjusted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.